Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the reservoir had air bubbles in it. The blood glucose was 290 mg/dl to 335 mg/dl at the time of the incident. Customer changed the insulin pump, sets and reservoirs and still having the same issue. Customer stated that, he had high ketones and his eyes were getting damaged and he supposed that, the doctor gave him shot for the high blood glucose. Customer treated high blood glucose with bolus. Customer declined troubleshooting for the high blood glucose and air bubble anomaly. Customer stated that, he still sees bubbles in the infusion set and reservoir he stated I do believe this issue is from the reservoir. The device will not be returned for analysis.